Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test on a nasal swab sample performed on (B)(6) 2022. This report is for sample result two of two. The consumer performed both tests with the binaxnow covid-19 antigen self-test the same day which generated negative results. Confirmation pcr testing (platform unknown) was performed (B)(6) 2022 which generated a positive result. No further information regarding consumer's health status or outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report number 1221359-2022-02951.

Manufacturer narrative:
Additional information: d4: expiration date investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 199540 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 199540 and device part number 195-430h / lot 193057. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 199540 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the interpretation of the result, or the specific patient sample.